Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire coating was missing. A pt2 guidewire was selected for use for a percutaneous intervention procedure in the right coronary artery. During preparation, the guidewire coating was found to be missing, and the tip could not be shaped in form. The device was never inserted into the patient. Another guidewire was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the guidewire coating was missing. A pt2 guidewire was selected for use for a percutaneous intervention procedure in the right coronary artery. During preparation, the guidewire coating was found to be missing, and the tip could not be shaped in form. The device was never inserted into the patient. Another guidewire was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: analysis of the returned product revealed the distal tip was broken, and only 183.2cm were returned, with the remaining 1.8cm missing. The guidewire coating had no damages observed. The outer diameter of the distal tip was unable to be measured due to the device condition. The outer diameter of the middle and proximal section of the device were within specifications. Inspection revealed no other damage or irregularities.